Event description:
It was reported the pt rec'd therapeutic ultrasound treatments three times per week since 2008. The pt experienced a loss of therapeutic effect after the treatments. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
See scanned page.